Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. The customer reported having error 4276 and 4053 sorter z overrun error. Fse reproduced error 4053 by attempting a sorter test run. Fse found a cup in the incubator and dispensing lane path; both cups were removed. A second attempt of the sorter test run passed without error. Fse also completed a cup transfer test and quality control run without any errors. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: incubator positioning error. Cause: the home sensor s120, which is supposed to detect the incubator when it reaches the target position, failed to be activated. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. Sorter-z home overrun. Cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event is due to cups stuck in carousel and dispense lane path.

Event description:
A customer reported getting error message "4276 incubator positioning error" on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to perform an all set home command, and the error was cleared. The customer confirmed the waste chute was not backed up, but saw a dropped cup near the tubing, but could not reach it. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.